Event description:
It was reported that the emboshield nav6 filter was difficult to advance on the bare wire in the right internal carotid artery target lesion, but successfully reached the lesion. The filter backed out of the anatomy, and was removed from the patient. Another emboshield nav6 was used to complete the procedure. During post dilatation, the patient experienced bradycardia that was treated with atropine. Post procedure, the patient experienced hypotension and anemia that was treated with intravenous hespan and a blood transfusion. Additionally, coreg, an anti-hypertensive medication, was discontinued. One (B)(6) 2012, the hypotension and anemia resolved. On (B)(6) 2012, at the time of discharge, the heart rate was still in the 50's. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received: the bradycardia resolved on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: other: aspirin, clopidogrel; embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.